Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nephro videoscope exhibited an issue with insufficient / incorrect reprocessing of the scope. The issue occurred during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Olympus was informed that during an onsite visit, the user facility staff did not immerse the scope in high level disinfectant. No patient infections or injuries reported. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Based on the results of the investigation, it is likely that the following led to the malfunction: the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where obvious deviations from instructions for use (IFU) were identified; the client does not immerse the scope in high level disinfectant the device history record was unable to be reviewed for this device, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Labeling: this issue is addressed in the instructions for use (IFU): instructions reprocessing manual; cysto-nephro videoscope; olympus cyf-vh; olympus cyf-vhr; chapter 5 reprocessing the endoscope; 5.4 leakage testing of the endoscope; perform the leakage test; 5.5 manually cleaning the endoscope and accessories; clean the external surfaces. While immersing the entire endoscope completely in the detergent solution, thoroughly wipe or brush all external surfaces of the video connector, the video cable, the light guide connector, and the universal cord, using clean lint-free cloths, sponges or brushes. Olympus will continue to monitor the field performance of this device.